Event description:
The user facility reported that during a patient procedure, the table was fully lowered, leg section down, orientation normal, side tilt 25 degrees and in reverse trendelenburg with a (B)(6) patient on it. In this position, the table tipped forward and a leg lifted off the ground causing the table to become unstable. There were no reported injuries or procedural delays and the procedure was completed successfully.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly. The technician stated that the way the table was positioned by the user facility was beyond its point of stability. The table has remained in service with no further issues. The event is attributed to operator error as hospital personnel positioned the table incorrectly which resulted in the table tipping to the floor. In-service training regarding proper operation of the table was completed on (B)(4) 2012.